Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: a4: weight. B4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The imp, tsv,4.1mm, sbm, 11.5 (tsv4b11) was not returned to pbg for inspection. Although the manufacturer (zb EU authorized representative) has received the product, the manufacturing/ investigation site has not received/evaluated the actual device due to covid protocols and delays in shipment (lost in transit by ups, tracking (B)(4)). Therefore, the product has not been physically inspected. The investigation has been performed based on the available information. The per indicates that the patient has a history of bruxism. The reported product was located on tooth # 36 (fdi) and used for approximately 3.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63485279. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (63485279) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsv4b11). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned to pbg for inspection. Inspection of the returned device notes that the implant is fractured at the collar. The investigation has been performed based on the available information. The per indicates that the patient has a history of bruxism. The reported product was located on tooth # 36 (fdi) and used for approximately 3.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Review of appropriate documentation: documents reviewed: 4869 rev 9-10/19; breakage; page 2 also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number 63485279. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63485279) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsv4b11). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient's weight unknown / not provided.

Event description:
It was reported patient came to medical office due to implant loose, when doctor checked the implant he realized that the implant was fractured. Implant was removed.